Event description:
I was given a neurostimulator for migraine headaches. A year later I complained to the doctor (dr (B)(6)) that I was having pustules on my head wires. He had the nurse give me injections and said this device cost (B)(6). The battery is in my buttock and the wires are in my spine and head. They had the st jude representative come and turn the device off. On monday (B)(6) 2015, I had to have it removed emergently due to infection. (B)(6) has said that they are not allowed to fill any prescriptions from this group ((B)(6)). I now have to be on keflex for 7 days.